Event description:
It was reported that brand new out of box failure. Dealer states there is a defect where the footrest attaches to the frame of the trex28rp wheel chair. The footrest will not click into place on the frame due to the part is die cast incorrectly. No patient involvement, brand new chair.